Event description:
It was reported patient's ipg reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Device information was requested but not received.